Event description:
The reporter felt hypoglycemic, he did not test due to shakiness and missing battery door. He went to the hosp and received treatment for a blood glucose of 23 mg/dl on the professional meter. New system sent and return requested.